Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-2218-70 (B)(4) description: st linear lead, 70cm with pre-loaded 0.014 inches stylet.

Event description:
A report was received that a patient was administered a trigger point injection at the lead midline incision site due to swelling. The physician believes the swelling was not due to the device. The patient's swelling has since dissipated and is reportedly doing well.